Event description:
It was reported that the device was at eri (elective replacement indicator) and had a loose setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for hvb-hva lead impedance and svc(hvx) lead impedance on (B)(6) 2009. Weekly maximum high voltage measurement log data shows abrupt spike increases with impedance in the range max hvb= 96 to 16382 ohms peak and max svc=112 to 16382 ohms peak, between (B)(6) 2009 and (B)(6) 2011. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2011, device eri<=2.62 v. Weekly log battery voltage trend data shows min bat=2.64 to 2.61 volts between (B)(6) 2011 and (B)(6) 2011.